Event description:
The pt services rep assisting a (B)(6) male pt contacted zoll lifecor customer support to report a potential problem with the pt's monitor. The monitor did not appear to be registering the pt's wear time. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.